Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: during investigation, the black box shows evidence of a pump reboot event. The battery compartment was found to be cracked but the returned battery cap was undamaged and was able to be fastened securely to the pump with no reboots occurring. The ¿ez-prime¿ steps were performed correctly with no power interruptions during the investigation. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board. The original complaint of the no power issues was not duplicated during investigation however damage was found to the battery compartment. Unrelated to the original complaint, the pump powered on to a dim and discolored display and the cartridge compartment was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the battery compartment was cracked and the pump experienced intermittent power issues. The reporter denied damage to the battery cap and stated the yellow- o-ring of the battery cap was not visible when the cap was secured to the pump. The reporter stated the battery cap had been replaced one-to-three months ago. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.